Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s procedure on (B)(6) 2021 was abandoned because the physician experienced insertion difficulties due to the patient anatomy.